Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture on the left ventricular (lv) lead channel. Technical services (ts) reviewed the electrogram and determined it to be intermittent loss of capture on the lv lead channel with none noted on the right ventricular (rv) lead channel. Ts also noted multiple thresholds have been higher than the programmed 3.0 volts with most measurements being between 2.2-2.4 volts. No adverse patient effects were reported. This lv lead remains in service.